Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noticed that the system was in a hard fault state with error 319. The usm was completely disabled and unable to be recovered. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, error 319 occurred against universal surgical manipulator (usm) 3. The customer stated that they were going to disable usm 3 and used usm 4 to complete the case. The procedure was completed with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. A log review showed error 319, pointing to an issue with the axes controller arm (aca), however the usm passed all testing. The technician inspection of the fru connector pogo-pin (fcp), aca, and fibers was performed, and no signs of fluid intrusion, or damage, were detected. The fcp printed circuit assembly (pca), wire harness, and aca pca would be replaced as a precaution to the reported problem. The complaint was confirmed based on the field evaluation.